Event description:
It was reported by the customer that a pyxis medstation es system and cubie drawer was not detected on the communication bus. The customer reported that the backboard did not have any light and there was a delay getting medication from the station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to pyxis communication bus interface issue. A field service engineer replaced the board and rebooted to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.